Event description:
It was stated that the insulin pump gave a motor error alarm every time a rewind was attempted. Troubleshooting was performed and the insulin pump failed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.